Event description:
It was reported that the user experienced infusion set handling issues during a supply change with the ilet system, including failing to remove the needle cover on a teflon set and then subsequently kinking and intertwining the tubing while attempting a change with a compatible alternative set, resulting in an infusion set deployed incorrectly and a connector application error. A complete supply change with a new infusion set was completed. The user¿s blood glucose was elevated to 219 mg/dl. Symptoms included hyperglycemia. Outcomes included restoration of therapy after completing a subsequent infusion set change with successful tubing and cannula fill, with expectation of glucose regulation within one to two hours. Investigation included customer care troubleshooting and user education. Investigation of this case revealed user handling error during infusion set application and tubing routing. It was concluded that the event was due to user technique issues, not a device malfunction.